Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the unit has no suction, did t/s water test, passed. Troubleshooting was performed and the issue was resolved. The lot/serial number was not provided. There are no reports of impact/injury to the patient. Male wicks.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the unit has no suction, did t/s water test, passed. Troubleshooting was performed and the issue was resolved. The lot/serial number was not provided. There are no reports of impact/injury to the patient. Male wicks

Event description:
It was reported that customer states that the unit has no suction, did t/s water test, passed. Troubleshooting was performed and the issue was resolved. The lot/serial number was not provided. There are no reports of impact/injury to the patient. Male wicks. Per follow up information received on 28apr2026, it was reported this is a very expensive product to maintain monthly due to male catheter cost. But a very good and much needed product for my 84-yr old dad with a broken hip. I have a lot of peace at night when I get him settled in bed knowing he has no need getting up and trying to stumble going to bathroom. Operation issue is resolved - much thanks customer service troubleshooting representative.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.